Event description:
It was reported that emergency medical services (ems) were called due to the patient being in a 4.5 hour coma. The patient states that they were new to the omnipod 5 and was using the system in manual mode but had delivered too much insulin that caused their blood glucose levels to go down to 10 mg/dl where they ended up in a coma. The patient stated that their neighbor had called the emts and after administering liquid glucose and orange juice that they denied going to the hospital and stayed home. The patient states that after the emts had treated them and left, that their blood glucose levels had gone up to 800 mg/dl. They were advised to use the dexcom continuous glucose monitor with the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention of the patient's coma. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.